Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged unexpected shutdown was identified in the pump logs; however, no failure was identified. Additionally, the data log corruption issue was verified.

Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off. Subsequently, the customer connected the pump to charge and the pump indicated a data log corruption. The customer's blood glucose level was 296 mg/dl. The customer administered a manual injection. The customer reported the suspected cause of the elevated bg was due to neglecting to bolus for food consumption. Reportedly, the customer has manual injections available as alternate insulin therapy.